Manufacturer narrative:
Manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one 6fr powerline t/l catheter in two segments. Gross visual, microscopic visual and functional evaluations were performed on the returned device. The investigation is confirmed for the reported leak, air in device and identified loss of or failure to bond issues as leak was noted on both the red and grey extension legs at the junction of catheter and catheter hub upon infusion and air was aspirated on both red and grey extension legs upon aspiration. Further the investigation is also confirmed for the identified fracture and material separation issues as a completed circumferential break was noted on the catheter. The surface of the break was finely granular. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy.

Event description:
It was reported that four months post chronic catheter placement, a pin hole sized leak was allegedly noted on the lines. It was further reported that air was noted to enter with infusion. The line was reported to be clamped off and covered with tegaderm. The procedure was completed using another device. There was no reported patient injury.